Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation procedure to treat a bleeding in the esophagus performed on (B)(6) 2022. There was no difficulty experienced upon setting up the device. During the procedure, the second band could not be deployed. The procedure was completed with a second speedband superview super 7. This device worked as intended but the patient still had bleeding. There was no intervention or additional procedure required for the bleeding. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medical device problem code: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.